Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) to report that his onetouch ping meter remote did not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged power issue started. The patient manages his diabetes with insulin (on insulin pump therapy). The patient informed the cca that he took an increased dose of insulin (1 unit per carbohydrate) on an unspecified date to the meter issue. The patient also reported developing symptoms of ¿fatigue, headaches and sick to stomach¿ a couple of months after power issue started; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendation. The subject meter did not power on manually when a meter button was pressed. The patient did not have test strips to confirm whether or not the subject meter would power on when a strips was inserted. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs criteria of a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.